Event description:
A physician reported the sponge dropped out of the minicap prior to use. No patient injury or medical intervention is associated with this report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The sample has been reported to be available for evaluation. A follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The customer report that the sponge dropped out of the minicap was confirmed based on sample evaluation. No issues were noted in the batch file review. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. No root cause relating to the manufacturing process has been determined and no corrective actions have been identified.